Event description:
The customer reported that on (B)(6) 2013, the device failed during use on a patient. The involved patient died. The relationship between the device behavior and the patient outcome is not yet known.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.